Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the right side.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the right side.

Event description:
Physician reports rupture. The device was explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, black particles, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: an extended sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.